Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps1 power supply was adjusted and the camera was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9900 system had poor image quality with lines in the images. No pt injury was reported.